Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was 129 mg/dl. The customer also stated that the display was solid white. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with missing segments or partial display due to cracked glass. Unable to perform the displacement test and self test due to missing segments or partial display. No flashing or solid white display noted.